Manufacturer narrative:
It was reported that the device involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. Attempts are being made to obtain the device. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported on january 04 2017, the smart port fractured inside the patient, and had to be removed. Replaced with a new of the same. There was no report of patient harm or injury. It was reported defective device is available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
Reference (B)(4). Correction: g6 type of report. This report is being submitted in response to an FDA request. Follow up report 01 was requested to be submitted as it was reported as missing. The follow up number was inadvertently entered as 02 in section g6 when it should have been 01.

Manufacturer narrative:
Returned for evaluation was one port and catheter tubing attached. As received, the catheter tubing was attached to the port. No fracture was noted to the catheter tubing. Leak testing was performed with air at 40 psi through septum with distal tip of catheter clamped, no decay (.00 psi in 7 seconds) was detected. The device met all manufacturing dimensional specifications. The customer's complaint description is not confirmed. The catheter was found to be normal in appearance and measured within specification and passed functional testing {leak test}. The catheter was found to be attached to the port backwards. The tip, which is at the 0 to 1 cm mark was attached to the port. The tip contains barium sulfate enabling it to be a locator when attached to the port in the proper orientation. No manufacturing related or any other defects were noted during the evaluation. No definitive root cause could be determined. A device history report review of the affected lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. The instructions for use, which is supplied to the user with this catalog number, contains the following statements: *caution: it is extremely important to adequately flush the port after blood withdrawal. Occlusion of the catheter can occur if blood is left in the catheter for an extended period of time. · power injection should not be performed if blood aspiration is not present or the port is difficult to flush. If the implanted port is utilized, it may result in device failure or patient injury. Two-way obstruction (unable to infuse through the port system and unable to aspirate blood): causes · a fibrin tail, clot or sheath may be on or within the catheter. · the non-coring (huber point) needle may not be patent or properly positioned within the port septum. · confirm that the needle is of sufficient length and, when positioned in the septum, the needle opening is not occluded by the septum. · the clamp on the non-coring (huber point) needle should be open. · a drug precipitate caused by incompatible drugs infused through the port may be obstructing the system. To prevent, use adequate amounts of sterile normal saline between incompatible solutions. · a thrombolytic agent may be used on the order of a physician to restore patency. The procedure should be outlined by the drug manufacturer's labeling. Use facility protocol to determine which thrombolytic agent to use. · the use of streptokinase has been known to cause allergic and anaphylactogenic reactions. · a contrast study performed through the port may confirm fibrin sheath presence, kinking, malposition, or pinch-off syndrome. Caution: do not force solutions through the port system to clear an obstruction. A high pressure situation may cause irreversible catheter damage, leading to port system explant. Pinch-off syndrome: pinch-off syndrome signs may include difficulty in aspirating blood, resistance to flushing or infusion of medications or fluids that improves with position changes, infraclavicular pain and/or swelling with catheter flushing or infusion palpitations, sudden onset chest pain, cardiac arrhythmias, extra heart sound, chest wall swelling at the port pocket, vein insertion site, pain in shoulder or port area not associated with swelling, cough, paresthesia of arm on side of catheter withdrawal occlusion or swishing sound with catheter flushing. Warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein.1 a review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).